Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Problem could not be confirmed because product/data is not available. The patient entered the transmitter identification serial number into the receiver incorrectly. The correct transmitter identification serial number was entered during troubleshooting discussion with the patient and the transmitter and receiver was able to communicate, resolving the out of range/antenna icon issue.